Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a possible pocket infection. The device was explanted and replaced. The leads were removed from the left side of the body. No further patient complications have been reported as a result of this event.